Manufacturer narrative:
Results: the pod6¿s pusher assembly was kinked approximately 22.0, 92.0, and 94.0 cm from the proximal end of the pusher assembly. The embolization coil was detached but the pull wire was still present inside the distal detachment tip (ddt) capture feature. The polymer section of the pusher assembly was kinked approximately 150.0 cm from the proximal end of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. Pre-compression was visible through the distal hypotube. Precompression was confirmed on the pusher assemblies of both detached coils. The ddts were sheared by the penumbra investigator to expose the pull wire for a precompression measurement, and precompression was observed. Conclusions: evaluation of the first pod8 revealed the pusher assembly was kinked in multiple locations. This damage is a result of the scrub tech reportedly kinking the device upon aggressively removing the device from the packaging hoop. If the device is forcefully mishandled upon removal from the packaging, damage such as this may occur. Further evaluation revealed the introducer sheath was bent and there was some blood present inside the introducer sheath. The bends in the introducer sheath are likely incidental and may have occurred upon packaging for return to penumbra facilities. The root cause of blood inside the introducer sheath could not be determined. Evaluation of the pod6 revealed the pusher assembly was kinked in multiple locations along its length. This damage occurred due to the physician admittedly kinking the pusher while attempting to advance against resistance due to tortuous anatomy. Evaluation of the second pod8 revealed the pusher assembly was kinked. This damage is a result of the scrub tech reportedly kinking the device upon aggressively removing the device from the packaging hoop. If the device is forcefully mishandled upon removal from the packaging, damage such as this may occur. Further evaluation of the pod6 and second pod8 revealed the embolization coil was detached but the pet lock was intact, the pull wire was inside the ddt capture feature, and the polymer section was damaged. If excessive force is used during withdrawal it is likely that the polymer portion of the pod6 will elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly and likely contributed to any damaged polymer section observed. This damage was likely incidental and may have occurred during packaging as these damages were not mentioned in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00704; 3005168196-2017-00706.

Event description:
The patient was undergoing a coil embolization procedure using pod8 and pod6. During the procedure, the hospital technician inadvertently kinked two pod8 pusher wire assemblies upon removal from the protective hoop; therefore the two pod8 were not used in the procedure. While the surgeon was attempting to advance a pod6 through a non-penumbra microcatheter, the pod6 pusher wire assembly became kinked as the physician attempted to advance the coil through tortuous anatomy; therefore the pod6 was removed. The procedure was completed using a new pod6, ruby coils, and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.